Event description:
It was reported that a pt underwent a total pelvic floor repair procedure in 2008. In 2009, an erosion was noted. The pt was given local estrogen. Additional info has been requested.

Manufacturer narrative:
Date sent to the FDA: 10/06/2009. Mesh exposure occurred - conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.